Manufacturer narrative:
To date, information sugests that this medical device has not been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrilator had been changed out to a non-bsc device as a result of a setscrew problem.